Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio determined that the cause of the reported issue was that cable-mounted plug connector, designator p2, of the system/interface pcb flex cable assembly was not fully seated to pcb-mounted jack connector j2 on the system pcb assembly.   As a precaution, physio then replaced the system/interface pcb flex cable assembly and ensured that it was seated securely.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when the device was bumped it powered off by itself. There was patient use associated with the reported event; however, no further details about the patient or the event were provided.